Event description:
Over several hours, nitric oxide2 values increasing on nitric, from 0.1 @ 1930, to 0.8 @2330, to 1.8 @ 0030, and increasing to >3 @0315 on primary unit, [redacted]. Troubleshooting measures were completed with another respiratory therapist including emptying water from water traps, changing adaptive flow sensor, sampling lines on no [nitrous oxide] system, checking ventilator circuit for leaks (no leaks in vent circuit), and attempting to use backup no unit [redacted]. When using backup unit, [redacted], no2 >3. No system changed out with another respiratory therapist. New unit reading no 0.1. No effects noted on patient during this time.

Event description:
Over several hours, nitric oxide2 values increasing on nitric, from 0.1 @ 1930, to 0.8 @2330, to 1.8 @ 0030, and increasing to >3 @0315 on primary unit, [redacted]. Troubleshooting measures were completed with another respiratory therapist including emptying water from water traps, changing adaptive flow sensor, sampling lines on no [nitrous oxide] system, checking ventilator circuit for leaks (no leaks in vent circuit), and attempting to use backup no unit [redacted]. When using backup unit, [redacted], no2 >3. No system changed out with another respiratory therapist. New unit reading no 0.1. No effects noted on patient during this time.